Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 3/06/2017 with the following findings: the pump powered on with auditory and vibration alerts to a blank screen. The attempt to download the pump history and black box was unsuccessful due to internal moisture damage. During visual inspection of the pump, it was observed that the battery compartment was cracked but there was moisture observed in the compartment and underside of the battery cap. A leak test was performed and failed due to crack in the battery compartment. The returned battery cap¿s height and width were within specification and the cap was able to fully tighten to the pump. The pump¿s cover was removed and the eeprom unit was found cracked. A unity test code downloader tool application was used to upload test code to the master processors. The upload was successful and the pump powered up and displayed just ¿msp¿ instead of ¿msp2¿. The (2) is the eeprom communicating properly hence the diagnosis that the failure is in this area since it is missing from the display. An eeprom failure was concluded during testing. The initial "no power" complaint was unable to be adequately investigated due to an inability to run the 24 hour basal program.